Event description:
The pt reportedly has decreased sound quality since experiencing a head injury. Revision surgery is under consideration. Advanced bionics is in the process of gathering more info and will submit a supplemental report once more info is received.